Manufacturer narrative:
Visual analysis of the returned device identified underweight, broken shell and others, encapsulation and flat crease. A microscopic analysis was performed which identified: broken striated on the radius. Based on the device analysis the final assessment is: - striated broken edge due to surgical damage.

Event description:
Patient and healthcare professional reported right side "ruptured implant" confirmed with MRI. The device has been explanted. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "ruptured implant" confirmed with MRI. The device has been explanted.